Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that during use with an unspecified bd phaseal optima injector chemo leaked due to a disconnection between the device and the tubing used for the infusion. The chemo leaked on patient, however, there was no additional impact. The following information was provided by the initial reporter: there was a chemo leak due to a disconnection between the bd optima injector and the alaris IV tubing used for an infusion. The customer is concerned about future leaks due to connection failure at this junction.

Event description:
It was reported that during use with an unspecified bd phaseal optima injector chemo leaked due to a disconnection between the device and the tubing used for the infusion. The chemo leaked on patient, however, there was no additional impact. The following information was provided by the initial reporter: there was a chemo leak due to a disconnection between the bd optima injector and the alaris IV tubing used for an infusion. The customer is concerned about future leaks due to connection failure at this junction.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.